Event description:
It was reported by the customer that issues with either the guidewire or introducer needle such that the wire could not be threaded through the needle. 05/05/2023 - the customer reported this occurred with two devices however only one was returned for evaluation. The returned guidewire exhibited a fractured core wire and deformed needle bevel. This report addresses the device that was not returned.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3: other text : device not returned for evaluation.